Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 5 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 10:34:12 am to 10:39:14 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 10:34:12 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 08:54:24 am date: (B)(6) 2020 iob: 0.90. Time: 09:08:04 am date: (B)(6) 2020 iob: 1.62. Time: 09:18:22 am date: (B)(6) 2020 iob: 3.95. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 51 mg/dl were recorded at 1:49:12 pm to 1:59:15 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 1:49:12 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:36:26 pm date: (B)(6) 2020 iob: 1.91 requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 08:54:24 am date: (B)(6) 2020 iob: 0.90. Time: 09:08:04 am date: (B)(6) 2020 iob: 1.62. Time: 09:18:22 am date: (B)(6) 2020 iob: 3.95. Time: 11:59:43 am date: (B)(6) 2020 iob: 0.78. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 50 mg/dl were recorded at 6:34:11 pm to 6:44:11 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 6:29:11 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 1:24:35 pm date: (B)(6) 2020 iob: 5.38. Time: 4:45:47 pm date: (B)(6) 2020 iob: 0.69. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6) 2020 at 2:01:12 pm. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 1:44:10 pm to 1:54:10 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 1:44:10 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 51 was recorded at 7:54:13 pm on (B)(6) 2020. Continuous glucose monitor (cgm) value of 52 was recorded at 8:04:12 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 7:49:12 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 3:11:39 pm date: (B)(6) 2020 iob: 2.04. Time: 5:46:47 pm date: (B)(6) 2020 iob: 1.82. Time: 6:18:28 pm date: (B)(6) 2020 iob: 3.45. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels of 40 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.